Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 8:00 am due to a high blood glucose of 450 mg/dl. Blood glucose at the time of the call was 225 mg/dl. Customer did not experienced symptoms related to high blood glucose. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was performed. The entire infusion set had to be replaced. The insulin pump will not be returned for analysis.